Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient had a hypoglycemic event while the cgm was displaying a value below 70 mg/dl and started convulsing. The patient could not recall if the cgm was alerting and there was no bg value checked to confirm the cgm value. The ambulance was called and when they arrived, they treated the patient with IV glucose. The patient was taken to the emergency department and was discharged after 9 hours. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.